Manufacturer narrative:
(B)(4). A partial lead with the measuring 4.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired as a result of heart failure, atrial fibrillation, and atherosclerotic coronary artery disease with no angina pectoris. The device was explanted. There is no known allegation from a health professional that suggests the death was related to the device.